Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been hiking their personal diabetes manager (pdm) had alarmed and fell into a river. As treatment, the patient had administered manual insulin and removed the pod. The patient reports they had high blood glucose levels (not provided), nausea, diarrhea and was vomiting. The patient was airlifted to the hospital. Once at the hospital the patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with anti-nausea medication as well as intravenous fluids and an insulin drip. The patient was prescribed insulin and insulin pens. The patient was released from the hospital after 2 days. As a result of this event the patient is using manual insulin.